Event description:
It was reported to philips that system would not make fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system cannot make flouroscopy. Upon checking with customer and rse became aware that there was no error message, even after restart the issue persisted. Quote for evaluation and repair service was sent to customer however customer did not approve the quotation. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.